Event description:
It was reported that the patient received a connection issue text message, although clarity indicated the insertable cardiac monitor (icm) was connected. The patient attempted to reconnect using the magnet and also uninstalled and reinstalled the patient application software but was unable to complete the setup. Despite multiple setup attempts and phone restarts, the application did not prompt for bluetooth pairing or magnet use. A replacement patient mobile monitor (pmm) was sent, but setup remained incomplete. The issue remained unresolved, and further assistance with setup was advised. Days later, the icm was unable to connect during set-up, yet again. The patient attempted multiple positioning techniques, including lying down and sweeping the device over the chest and abdomen, without success. No devices were detected via bluetooth. A boston scientific representative later attempted to wake the icm using both a pmm and clinic mobile monitor (cmm) while in clinic but was also unsuccessful. Boston scientific technical services recommended explant and return of the icm for analysis. After that, the icm was explanted since the icm was unable to connect. A new icm was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed. Neither visual examination nor x-ray examination of the icm device identified anomalies. A review of latitude data confirmed the icm device failed the projected longevity and identified low voltage faults. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis did not identify any anomalies that would have cause or contributed to the observed premature battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause linked to device but unable to trace more specifically".

Event description:
It was reported that the patient received a connection issue text message, although clarity indicated the insertable cardiac monitor (icm) was connected. The patient attempted to reconnect using the magnet and also uninstalled and reinstalled the patient application software but was unable to complete the setup. Despite multiple setup attempts and phone restarts, the application did not prompt for bluetooth pairing or magnet use. A replacement patient mobile monitor (pmm) was sent, but setup remained incomplete. The issue remained unresolved, and further assistance with setup was advised. Days later, the icm was unable to connect during set-up, yet again. The patient attempted multiple positioning techniques, including lying down and sweeping the device over the chest and abdomen, without success. No devices were detected via bluetooth. A boston scientific representative later attempted to wake the icm using both a pmm and clinic mobile monitor (cmm) while in clinic but was also unsuccessful. Boston scientific technical services recommended explant and return of the icm for analysis. After that, the icm was explanted since the icm was unable to connect. A new icm was implanted. No additional adverse patient effects were reported.